Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error code 37 for internal coin battery was popping up. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was the clock battery. This was replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.